Event description:
A caller reported a malfunction on a pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions for resetting the pump and assisted the caller in the reset process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support if any malfunction code returned.